Event description:
Per the info provided to co by the physician's office, the device was removed due to "inflammation with infection around pump". As reported to co, "there was no problem with device function, pt has extensive previous implant history".